Manufacturer narrative:
While consumer was transgressing their ramp,they inadvertently drove off the ramp. Manufacturer contacted the dealer and the dealer advised the ramp is not to code. The family has stated there is no issue with the chair but the ramp is the problem. MDR filled based on injury.

Event description:
The consumer was riding up the ramp, when she allegedly drove off the edge, resulting in a broken clavicle.